Event description:
Implant broke during insertion when it came into contact with a metal screw previously implanted in the patient's knee. Fragments were removed and another screw used. There was no patient injury as a result of this situation, however if this were to recur it could result in the need for surgeon intervention at the time of the event.